Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the covera plus vascular covered stent that are cleared in the us. The pro code and 510 k number for the covera plus vascular covered stent are identified in d2 and g4. H10: manufacturing review: the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. Investigation summary: the delivery system was returned for evaluation in activated condition; the covered stent was partially deployed. Even though the information provided alleges a defect deployment wheel, the deployment mechanism including the deployment wheel were found without any defects and the deployment mechanism was capable of deploying the stent. The intended placement site was the mesenteric artery and represents an off-label use. Based on evaluation of the sample, the investigation is closed with confirmed results for partial deployment. A defect deployment wheel, respectively a defect deployment mechanism could not be verified. A definite root cause for the reported event could not be established. The intended use of the device represents an off-label use. Labeling review: in reviewing the relevant labeling for this product, the potential issue was found addressed. Based on the instruction for use supplied with this product delivery system specific events that could be associated with clinical complications include but are not limited to failure to deploy and high deployment forces. Regarding correct deployment the instruction for use states: "maintain a stationary hold on the white stability sheath during covered stent deployment (¿). Hold the white stability sheath as close as possible to the introducer without touching the dark brown moving catheter of the distal catheter assembly. Maintain the remainder of the white stability sheath (...) Relaxed and avoid tension." Based on the instruction for use material required for a procedure using the covera vascular covered stent are (...) 0.035-inch guidewire of appropriate length (...), introducer sheath with appropriate inner diameter. Regarding preparation the instruction for use states: "pre-dilate the stenosis with a pta balloon catheter of appropriate length and diameter for the lesion to be treated". The intended use of the device represents an off label of the device. The instruction for use supplied with this product states: "the safety and effectiveness of the device when placed across an aneurysm or a pseudo-aneurysm has not been evaluated". H10: d4 (expiry date: 05/2024), g3, h6 (device). H11: b5, h6 (method, result, conclusion). H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.

Event description:
It was reported that a covered stent could not be deployed completely during treatment of an thoracic abdominal aneurysm. The stent was intended to be placed in the mesenteric artery via right common femoral access; an 8f introducer sheath and an extra stiff guide wire were used. It was further reported that the wheel continued to spin in circles, when the stent was partially deployed. The procedure was completed by using another device of a different type. There was no reported patient injury.

Manufacturer narrative:
The catalog number identified in section d4 has not been cleared in the us but is similar to the covera plus vascular covered stent that are cleared in the us. The pro code and 510 k number for the covera plus vascular covered stent are identified in d2 and g4. As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. Device pending return.

Event description:
It was reported that during a stent graft placement procedure in superior mesenteric artery, via right common femoral access, the stent was not possible to be released as it did not deploy but remained crimped in the shaft. It was further reported that once everything was being retracted, the stent allegedly partially opened outside of the introducer. The procedure was completed by using another device. There was no reported patient injury.